Event description:
Information was received indicating that this peripheral intravenous catheter's needle shaft was not sturdy, that the two pieces were flexible and wiggle, and that the needle scrapes against the shaft when retracting. It was also noted that the end was blunt and that the valve does not open. The patient experienced pain during the use of this catheter. No adverse patient effects were reported.